Event description:
It was reported to philips that the system was unable to move, intermittent geometry issue. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed as planned by restarting the system. The field service engineer (fse) inspected the system on-site and found that the issue was caused due to a geo pc malfunction. The defective geo ipc was returned to philips for failure analysis. The analysis confirmed the malfunction and identified that the cause of the failure was due to the failed hdd (hard disk drive. To resolve the issue, fse replaced the geo pc and reloaded the software. After replacement the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on the investigation results.